Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. Reportedly, there was no evidence of moisture or corrosion in the pump and the screens can be read/maneuver safely.

Manufacturer narrative:
Follow-up #1: date of submission 05/06/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged display issue was duplicated. The pump powered up to a display that was dim with pinkish contrast. The auditory and vibratory features were operational. No tactile issue was found with the keypad buttons. Unrelated to the complaint, the bolus button cover was torn while the button responded properly. The battery compartment was found to have cracked below the grip pad.